Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not received one abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lda abutments are scanned and designed within the lab. Zimvie only mills the design received through software. Therefore, a comparison between the customer design and the product should be performed, however a design review was not needed in this case. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was healing abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the abutment fractured in patients mouth. Tooth #9.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is (B)(6).